Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000263 and no non-conformances related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced bleeding that required pressure to the arterial access site. During the idvt case, additional bleeding was noticed when trying to get arterial access. This occurred in the middle to the end of the procedure. The medical team was unable to advance the wire into the artery when exchanging the vizigo sheath for a short sheath. They ran into a kink in the patient¿s artery that led to additional bleeding. They were not able to confirm any injury other than the additional bleeding. The only medical intervention provided was to hold pressure on the patient. Patient fully recovered. Patient stayed overnight for observation.